Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous and 90% stenosed left main to the proximal left anterior descending artery. A 3.5 x 15 mm tenku balloon catheter was being used for pre-dilatation; however, the balloon could not hold pressure when inflated to 8 atmospheres. The device was removed from the anatomy and the hypotube at the hub was found to be loose. Another 3.5 x 15 mm tenku was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.